Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor was giving inaccurate readings. The customer reported that they received a sensor lost alarm, weak signal alarm and no delivery alarm. The customer reported that they were getting low alerts. The customer's blood glucose was 148 mg/dl and sensor glucose was 96 mg/dl at the time of incident. The sensor will not be returned for analysis.